Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. The IFU for this product warns the user to never withdraw the catheter against the needle bevel to avoid shearing the catheter. However, the potential cause of catheter shearing could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the epidural tubing looked to be broken off the wire. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The customer returned one epidural catheter, one flat filter, and one snaplock adapter. Visual examination of the returned filter and snaplock adapter revealed no observed defects or anomalies. The catheter appeared typical, but used as biological material was seen between the catheter coils and adhesive was seen on the catheter body exterior. Both the distal and proximal ends of the returned catheter appeared typical. No pieces of the catheter were missing. The returned components were functionally leak tested and no leaks were detected. A device history record (DHR) review was performed on the epidural catheter with no relevant findings. The reported complaint that the epidural tubing broke off the wire was not confirmed based on the returned sample. The catheter was confirmed to be intact and it passed a functional leak test. A DHR review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned sample.

Event description:
The customer alleges that the epidural tubing looked to be broken off the wire. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the epidural tubing looked to be broken off the wire. No patient injury or harm reported.